Manufacturer narrative:
A ge service rep performed an on site investigation. The software upgrade was installed during the service call. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the everview 7500 experienced a software failure. No pt injury was reported.